Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the customer stating the malfunction occurred during required ventilation, as well as the decrease in oxygen levels, this incident is deemed reportable. The end user was required to manually ventilate the patient while the vdr and phasitron devices were replaced. End user stated once the vdr was replaced, the system worked appropriately. The system was returned to percussionaire and was investigated. However, the incident could not be replicated and therefore, no root cause was determined. It was noted that the system was due for preventative maintenance and reviewed accordingly. At this time, no additional information has been provided by the customer on the state of the patient. A follow up MDR will be submitted if any additional information is received.

Event description:
Per the customer statement, it was noticed while the phasitron was being used with the vdr device on the patient, it appeared to stop working. The user noticed a decrease in patient oxygen levels. The user stated that due to the decrease in oxygen levels, they had to manually ventilate the patient. As this was occuring, a new phasitron was used with the vdr. The new phasitron again failed. A new vdr was exchanged for the previous, and it was noted to work.